Event description:
During a follow-up, the device was interrogated and revealed two alerts for elective replacement indicator (eri). One of the eri alerts was incorrectly delivered. The device was explanted and replaced due to normal eri and the patient was stable.

Manufacturer narrative:
The device was returned due to a diagnostic anomaly. The device was at eri when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. However, it was revealed that the longevity estimate given to the field by the programmer was incorrect. Testing was performed on the ICD and the ICD was found to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench; no anomaly was detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.